Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted in a patient . After navitor implantation, complete atrioventricular blockade developed. On (B)(6) 2023, a leadless pacemaker (non-abbott) was implanted. No serious patient effect to the patient. On (B)(6) 2023: the patient was intubated due to cardiogenic shock. At that point, pacing rate was 50 and diastolic mitral reguration ( mr) observed. On 2023: at the conference,ejection fraction (ef) was maintained at 60% and motion was good. When pacing conducted at 50, mr occurred and the patient became shock. The condition was restored by increasing the pacing settings. There is a comment that suggests setting the vdd to 70. The patient was extubated on this day but remained in ICU.

Manufacturer narrative:
An event of heart block and shock was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had a baseline sinus rhythm, there calcification extending beneath the aortic annular plane in the interventricular septum, there was calcification extending beneath the aortic annular plane in the interventricular septum, and the implant depth was 6mm from the non-coronary cusp, which is deeper than the optimal 3mm implant depth. Additionally, it was noted that the shock was resolved by increasing the pacing settings. Based on available information, a root cause for the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.